Manufacturer narrative:
Per the instructions for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves.  Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Calcification is a well-recognized failure mode of bioprosthetic valves.  The mechanism of calcification of biomaterials is not completely understood, but is probably related to an inability of the non-viable cells to maintain their normally low intracellular concentration of calcium.  Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself.  It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, the exact cause of the valve stenosis cannot be confirmed.  However, it may be related to patient factors and the progression of pre-existing valvular disease processes.   Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.  No corrective or preventative actions are required at this time.

Event description:
As reported, approximately 3 years post tavr procedure, the patient was admitted with ¿severe heart failure¿ requiring intubation.  Tee during this admission showed severe stenosis with fibrosis and calcification of 2 out of the 3 leaflets on the 26mm sapien 3 valve.  The patient underwent a valve in valve (26mm non-edwards thv in the 26mm sapien 3 valve).  During the procedure the non-edwards valve would not open.  A bav was performed.  Patient had massive ai.  CPR was administered.  The non-edwards valve was then deployed fast about 2 to 3mm below the skirt of the sapien 3 valve.  The patient¿s hemodynamics improved.  Post op echo showed no resulting pvl or cai.   The patient was noted to be stable the next day.